Manufacturer narrative:
Follow-up # 1 ¿ (06/13/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on 04/30/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter read inaccurately high when compared against another device. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2014 and obtained the following information: the patient tests four times a day and manages her diabetes with 20 units of lantus in the evening, humalog (sliding scale based on her blood glucose reading with the subject meter) and 10 units of novolog insulin if her blood glucose result is over 250mg/dl. On (B)(6) 2014 at approximately 7:30pm, patient confirmed she obtained blood glucose readings of ¿434mg/dl¿ with the subject meter and ¿302mg/dl¿ with a secondary ultra2 meter, performed at the same time of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient corrected and clarified she treated herself with 10 units of novolog insulin immediately following the alleged meter issue and subsequently, an hour later she developed hypoglycemic symptoms (shaking and vision impairment). Following the onset of her symptoms, the patient indicated she again obtained an unspecified elevated result with the subject meter; she treated herself soon after (consuming protein and carbohydrates); and began to feel better approximately 30 minutes later. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The csr noted the patient performed a quality control solution test which passed. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.